Manufacturer narrative:
This supplemental report is being submitted to provide additional information on the device evaluation and the results of the legal manufacturer's final investigation. Additional information has been added to the fields h6 and h10.    The device was evaluated by olympus. The evaluation found that the allegation that the front panel and one of the ports were bashed in, which had caused a video socket failure, was confirmed. The reportable malfunction that was identified was a video socket failure.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. However, it is likely that the bashed object accidentally broke and deformed the front panel and picture-in-picture connector.   Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the video system center front panel and one of the ports were bashed into. The issue was found during preparation for use. The device was returned for evaluation. Inspection and testing found the unit failed due to multiple issues. The scope connector was damaged, the latching mechanism had broken off, and the receptacle board would not hold the scope connector properly. Additionally, the picture in picture was damaged and deformed. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device evaluation found serial number labels were faded and not legible, the front panel requires replacement, picture in picture connector requires replacement. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.